Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the cartridge caused a blockage alarm on the pump during the loading process. During troubleshooting, patient became anxious was hyperventilating. Her mom turned her oxygen up by 1 liter and symptom resolved. No further details provided.

Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the complaint will be reopened for further investigation. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.